Event description:
It was reported by the customer that their insulin pump was alarming button error. Customer stated that there may be possible moisture damage to the device. Customer stated they do not recall any significant events that led to the alarm or if the device had been dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 300 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms and no traces of moisture were noted at electronic or motor assemblies per visual inspection. The insulin pump has scratches on lcd window, cracked case at display window corners and battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).